Event description:
In 2008, the lay user/patient contacted lifescan alleging that onetouch ultralink meter gave an "error 5" message. The complaint was classified based on the customer care advocate (cca). The pt indicated that the alleged meter issue began on the same day at 12 pm. It is not known whether the pt made any changes to the medication, due to the alleged issue. However, the pt complained of bruised arm from sample after the customer care advocate (cca) found out that the testing techniques were correct and the test strips were in good condition. The cca could not resolve the issue since the pt did not have any add'l test strips with her during the call. The pt's test strips are being replaced. Because the pt's symptom is not consistent with hyper/hypoglycemia, there is no evidence that the product contributed to a serious injury. However, this complaint is being reported due to the "error 5" message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.